Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 630-631 mg/dl with moderate ketone levels of 34-35 mg/dl; cause was not known. Customer delivered a correction bolus via pump to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.